Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On july 6,2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On july 13, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (right) 295cc mentor memorygel breast implant catalog: smpx295, lot: 9430643, sn: (B)(6) and (left) 295cc mentor memorygel breast implant catalog: smpx295, lot: 9430643, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an area of shell abrasion was observed on the posterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received (B)(4), lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).